Manufacturer narrative:
(B)(4). No cartridges were returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and throughout the infusion set tubing. The user primed the tubing to remove air bubbles. Additionally, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. The user¿s blood glucose level was 156 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received. Additionally, it was confirmed that the user had an alternate method of insulin delivery available.